Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and no delivery alarm. Customer's blood glucose value was 404 mg/dl at the time of the incident. The customer was treated with manual injection for high blood glucose. The customer state that the insulin pump beeping no delivery. Advice to reconnect tubing and prime a 5 units fill cannula. Results of prime, insulin did exit and no alarm. Product will not be returned device for analysis.